Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The date of incidence of the wound infection was (B)(6) 2019. Effusion from the abdominal surgical wound was observed on this date. On (B)(6) 2019, a skin ulcer was formed. On (B)(6) 2019, the ulcer became large and the pump was exposed. On (B)(6) 2019, the pump and catheter were removed and discarded. The event was considered to be in remission as of (B)(6) 2019. The event was considered not causally related to the surgical procedure. The attending physician's assessment indicated the patient's weight was low and the subcutaneous fat in the abdomen was remarkably little. The wound healing was insufficient because implantation of the pump was shallow from the body surface.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a business partner regarding a patient who was receiving gabalon (unknown concentration at 100 mcg/day) via an implantable pump for cerebral infarction sequelae. It was reported after the pump implantation procedure on (B)(6) 2019 there was no problem until removal of the stitches. Abdominal wound infection was found on (B)(6) 2019 and correspondence was performed, but no improvement was observed. On (B)(6) 2019 removal of the pump was decided as a future plan. The daily dosage was changed from 100 mcg to 80 mcg. The dosage would also be gradually reduced in the future, and removal of the pump was scheduled for the beginning of (B)(6). The attending physician's assessment indicated the patient was thin and the skin was thin, so the pump was placed under the fascia. It was stated "the spasticity might cause tension in the foot and cause the problem in the hygiene of the wound." The event was considered not causally related to the drug, catheter, pump, or programmer, and unknown if causally related to the surgical procedure. As of (B)(6) 2019 the outcome of the event was unrecovered.